Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged. The following information was provided by the initial reporter: material no: 320550. Batch no: 0057734. It was reported needle clog, needle bent. Verbatim: consumer reported finding pen needles that stop during injection with novolog 20 units stops at 12 units during injection. Reviewed non patient end placement onto pen. Claims to complete a flow check. Consumer reported when wife gives him injection the force push to the dose pen makes the patient end needle to bend. Consumer stated called novo with this incident. They informed to call bd saying not compatable product.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm hp 100 box 1200 us was clogged. The following information was provided by the initial reporter: material no: 320550, batch no: 0057734. It was reported needle clog, needle bent. Verbatim: consumer reported finding pen needles that stop during injection with novolog 20 units stops at 12 units during injection. Reviewed non patient end placement onto pen. Claims to complete a flow check. Consumer reported when wife gives him injection the force push to the dose pen makes the patient end needle to bend. Consumer stated called novo with this incident. They informed to call bd saying not compatable product.